Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on properly after battery installation. No blank display noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint call that might of triggered the reason for complaint. The adapt tool recorded pump error 43 20 times on (B)(6) 2024 from 01:04:49 through 02:12:14. However, no alarms noted during testing of unit. In addition, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection corroded motor home switch was noted and moisture damage on electronic assembly was noted. Unit was also received with scratched case. In conclusion, customers allegations of pump error 43 were not confirmed when pe 43 was not noted during testing of unit. No blank display noted. However, unit was received with corroded home switch and moisture damage on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), blank display. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer called back after receiving a new battery cap. Customer inserted a new battery with the new cap but display did not return. Customer was unable to rewind the pump. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1881 was requested and customer response was the device will be returned.